Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient, procedural and product information, which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.

Event description:
It was reported during a vena cava filter retrieval procedure the filter was difficult to retrieve. Additional devices were needed to successfully capture and retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned for evaluation; however, one x-ray and two electronic photos were provided and reviewed. The first photo shows a bloody denali filter on a white surface. There are 6 legs present and intact. The number of arms can not be counted. A catheter and several unknown devices are partially shown. The second photo shows a bloody denali filter. All 6 legs and 6 arms are present and intact. Tissue/clot is located near the filter apex. Based on the images provided, the investigation is inconclusive for removal difficulties. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event.